Event description:
It was reported that there was an under infusion of trastuzumab (baxter pre-filled IV bag vtbi with overfill 293ml), which was programmed at a rate of 586ml/hr for 30 min. There was some volume leftover when the infusion should have ended. The nurse then added an additional 20ml to empty the IV bag. After the additional 20ml completed, the line was dry below the drip chamber. Nurse back primed per usual process for flush. The walls of the IV bag were not difficult to pry apart and there was a small amount of air observed in the IV bag at completion. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Root cause : the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.

Event description:
It was reported that there was an under infusion of trastuzumab (baxter pre-filled IV bag vtbi with overfill 293ml),which was programmed at a rate of 586ml/hr for 30 min. There was some volume leftover when the infusion should have ended. The nurse then added an additional 20ml to empty the IV bag. After the additional 20ml completed, the line was dry below the drip chamber. Nurse back primed per usual process for flush. The walls of the IV bag were not difficult to pry apart and there was a small amount of air observed in the IV bag at completion. This was reported to bd representatives during their site visit. There was patient involvement but unknown outcome. Additional information received: customer states there is "no further information regarding these complaints and will not be shipping any equipment."